Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited loss of capture. Perforation of the right ventricle was observed and a pericardiocentesis was performed. The lead was successfully placed in position and implanted. There were no further complications and the patient was doing well post procedure.